Manufacturer narrative:
The lot number of the device implanted in this patient was not reported. As such a DHR review cannot be performed. However, routinely all dhrs are checked upon completion of manufacturing and sterilisation to ensure all records are complete and the device has met the release criteria. Should the lot number information be provided a DHR review will be carried out and any additional information will be reported in a follow-up report. It is probable that neck dilation due to disease progression has led to the stent graft losing wall apposition.

Event description:
The patient's original evar procedure took place in 2007. The patient suffered disease progression which resulted in an endoleak and increase in sac size between (B)(6) 2014 and (B)(6) 2015. This led to the requirement for re-intervention to add a fenestrated cook cuff. The CT scan carried out in (B)(6) 2014 also identified that the anterior hooks had dislocated from the stent graft and due to disease progression the aneurysm was no longer excluded. The aneurysm was now measuring 10cm and was juxta-renal. The vascular surgeon associated this occurence with disease progression hence the requirement for a fenestrated cuff. The vascular surgeon also decided to pre-emptively extend the device limb on the right side. The limb was in the right common iliac artery without a leak but with a flattened fish mouth. The limb was extended into the right external iliac artery without incident. The re-intervention was successful and the patient in recovering in (B)(6).